Event description:
During the biopsy, the device driver had an error and stopped sampling. The needle had to be replaced and the k-machine had to be booted in order to continue. The machine also had 3 blank chambers that did not sample.